Event description:
The user experienced intermittent low ise results for 10 patient samples that repeated higher. Of the data provided, the sodium result for one patient sample was discrepant. The initial result was 133 mmol/l, repeat result was 139 mmol/l. None of the erroneous results were released and no patients were affected. The lot number of the sodium electrode was not provided. The field service representative determined there was a bad probe. He took apart the sampling syringe, checked the seal and noticed the threaded base was slightly loose. He reassembled and checked the sample probe and found the tip was bent back and created a bur. He replaced and aligned the probe. To verify the analyzer operation, he ran calibration, qc and a 20 cup precision test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.